Event description:
Add'l info received 7/28/99: based on MFR's testing, MFR concludes that this event is related to a capacitor anomaly which results in long charge times despite monthly capacitor reformation. The initial charge time detected is longer than expected and subsequent charge times were found to be normal. It should be noted that therapy is still delivered despite there being a longer than expected initial charge time.